Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported she received multiple alarms on the insulin pump and the screen was scratched. The unexpected restart alarm that the customer received was a result of normal insulin pump behavior. According to the customer, the scratches on the screen were really deep and it was hard to read the screen as a result. The customer's blood glucose was over 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.